Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for follow up showing non-sustained oversensing on the ventricular channel due to myopotentials. Patient was asymptomatic. Programming changes were made. Patient was stable before, during and after the event.

Event description:
New information received notes that on (B)(6) 2016, there was t-wave oversensing, p-wave oversensing and pacemaker stimuli with rv oversensing noted on the device.